Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The writer will submit a follow-up emdr to provide the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional: a batch review has been performed and there were no exceptions noted during the manufacturing of this device. Device evaluation: the reported condition was confirmed. The evaluation revealed the tubing was broken at the insertion point of the tubing and the set cap. The assignable cause was that the device was damaged during shipping. Should additional information becomes available, a follow-up report will be submitted.

Event description:
The facility representative contacted baxter to report an infusor in which the tubing was separated from the stress-member when the pouch was opened. There was a breach in the sterile fluid pathway. There is no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.